Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a high readings issue with his adc freestyle libre sensor. Customer received a message 'hi' (reading greater than 500 mg/dl) via sensor scan and subsequently self-injected 15 units of insulin (type unknown). After self-injecting insulin, customer obtained a reading of 125 mg/dl on the built-in reader and then self-injected glucagon. No further treatment was reported. Here was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software and the sensor was found to be in state 5 (normal termination). Visual inspection was conducted on the plug assembly and no issues were observed. The plug was found to be correctly seated. The sensor was successfully re-programmed and the patch was inserted into the sim vivo fixture. All linearity testing is successful and found to be within acceptable range. The complaint is not confirmed.

Event description:
Customer reported a high readings issue with his adc freestyle libre sensor. Customer received a message 'hi' (reading greater than 500 mg/dl) via sensor scan and subsequently self-injected 15 units of insulin (type unknown). After self-injecting insulin, customer obtained a reading of 125 mg/dl on the built-in reader and then self-injected glucagon. No further treatment was reported. Here was no report of death or permanent injury associated with this event.